Event description:
During a breast biopsy the lcd screen went blank. The unit was shut down and when it was turned back on there were lines through the screen. This was repeated several times and the lines continued. The case was discontinued with no samples taken. The pt was sent home and rescheduled. The device was returned for service and repair.